Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that following an implantation of a pinnacle pelvic floor repair kit (type unknown) and a johnson and johnson tvt obturator system on (B)(6) 2009, the patient suffered 'serious bodily injuries, including extreme pain, erosion of her internal bodily tissues and other injuries similar to the ones described in the FDA's (B)(4) of (B)(4), 2008.'